Event description:
(B)(6) study. It was reported that thrombosis occurred. Prior to the procedure, prophylactic antibiotics were not administered. Aspirin was not started one day prior to procedure. A left atrial appendage (laa) closure procedure was performed. A 20mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 17 mm. On (B)(6) 2020, the patient was discharged on aspirin. On (B)(6) 2021, 93 days post procedure, the 3-month follow-up core-lab reported echocardiography revealed thrombus on the atrial facing surface of the watchman device. The thrombus was laminar in nature and non-mobile. No additional information is known at this time.